Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, gradual rise in right ventricular pacing lead impedance with high pacing threshold was observed. On (B)(6) 2019, lead was capped and replaced. Device was also replaced due to being a part of advisory. The patient tolerated the procedure well and was discharged without complications. Related manufacturer reference number: 2938836-2019-03382.